Event description:
The customer observed a falsely decreased architect ca125 result from one patient sample. A result of less than 1.00 (unit f measure was not provided) was questioned by the patient's physician and the sample was retested with a result of 11. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The lot search identified normal complaint activity for reagent lot 17225m500. The trend review identified normal complaint activity for the issue under investigation. Accuracy testing was performed using likely cause lot 17225m500. Three panels of known concentration were tested on one architect instrument and each panel replicate was within the respective acceptance ranges. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. Additionally, there is not enough information to reasonably suggest a malfunction since results are for a single patient, and the initial and all retest values are within normal range. Based on this investigation architect ca125 ii assay lot 17225m500 is performing as intended.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.